Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) could not duplicate maintenance required code #7 but observed "power supply fan failure" in the fault logs. The stm cleaned the power supply fan and tested it. The iabp turned off moments after it was turned on. The iabp was not plugged into power when the stm arrived so he could not perform the battery runtime test. The stm instructed the customer to leave the iabp plugged in to charge overnight before use. The iabp passed all functional and safety tests per factory specifications, cleared for clinical use and returned to the customer.

Event description:
The customer reported that while they were performing preventive maintenance (pm) on the cs300 intra aortic balloon pump (iabp) the iabp alarmed maintenance required code # 7. No patient involved. No adverse event reported.